Event description:
It was reported via phone call, that the customer had blood glucose levels in the 500mg/dl range. The customer also reported differences between their sensor glucose level and blood glucose levels, the insulin pump also went into threshold suspend. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.